Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation circuit boards, cables and connectors were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.